Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 565-566 mg/dl and high levels of ketones; healthcare provider identified the ketones to be dangerous. Suspected cause of high bg/ketones was due to occlusion alarms. Correction boluses were delivered to address bg prior to the hospitalization. Customer was treated with insulin and dextrose infusion. Customer was released from the hospital two days later with the issue resolved and no permanent damage was sustained.